Event description:
It was reported that the device was at eri at the time of implant. The device was not implanted and another ICD was implanted without issue. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.